Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 21-may-2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer's representative regarding a patient receiving dilaudid (2.4 mg/ml at 0.8991 mg/day), bupivacaine (4.8 mg/ml at 1.7982 mg/day), clonidine (365 mcg/ml at 136.74mcg/day) via an implanted pump. It was reported the pump connector was possibly cut during an end of life replacement of the pump. The pump connector was replaced and the issue resolved.